Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not reproduce the reported issue. However, based off a review of the device logs it was decided to replace the display unit, daq board, and system switch. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported that during pre-use checkout, a malfunction was observed which may result in a system shutdown and loss of mechanical ventilation. There was no report of patient involvement.